Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced cannula was leaked event on (B)(6) 2024 within three hours of insertion. The insertion site was abdomen. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 8.